Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a device malfunction that caused or contributed to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. It was reported that the patient was in a hospital room at the time of the event. Review of the download data indicates that the patient experienced an asystole event, which is considered a non-life sustaining, non-treatable rhythm. During the asystole event, one inappropriate shock was delivered. At 11:34:48 to 11:39:55, bradycardia at 20 bpm with morphology change, degrading to asystole with intermittent cardiac activity was detected. At 11:42:51, an arrhythmia was detected which was actually asystole. At 11:43:14, gel was released. At 11:43:26, a full energy pulse was delivered while the patient's rhythm was in asystole with intermittent cardiac activity. The post-shock rhythm was asystole. The patient remained in asystole until the electrode belt was disconnected at 11:54:03. Oversensing low-amplitude cardiac signal contributed to the false detection. The response buttons were not pressed during the event. The patient passed away (B)(6) 2018. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm at the time of the treatment shock.